Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported an event of a "heavy odor" or smell emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Additional information received confirmed that the asp field service engineer (fse) found the sterrad to be within specifications, but noticed the chamber plastics were corroding which may have contributed to the odor/smells. It is unknown at this time whether or not the odor issue has been resolved; however, the customer chose not to replace the parts and was advised that the unit has an outstanding repair. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the odor/smells could not be confirmed. The field service engineer found that the unit was within specifications but the chamber plastics were corroded which may have contributed to the reported odor/smells. The customer chose not to replace the parts. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Additional information received confirmed that the asp field service engineer (fse) found the sterrad to be within specifications, but noticed the chamber plastics were corroding which may have contributed to the odor/smells. It is unknown at this time whether or not the odor issue has been resolved; however, the customer chose not to replace the parts and was advised that the unit has an outstanding repair. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of the issue. The assignable cause of the odor/smells could not be confirmed. The field service engineer found that the unit was within specifications but the chamber plastics were corroded which may have contributed to the reported odor/smells. The customer chose not to replace the parts. Asp will continue to track and trend this issue. (B)(4).